Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead, this issue would be investigated through database application logs. This reported event is confirmed. After thorough investigation by validating the data base table, we identified that the patient profile under clinic was linked to incorrect personal username. To assist with the resolution of the issue, we provided the helpline team with the following work around to ensure that it is addressed effectively: -- this patient record (B)(6) (patient ID: (B)(6)) had a linking to (B)(6) account on (B)(6) 2024 which is why (B)(6) data was seen under (B)(6). -- we also see couple of uploads made under this patient record via clinic for (B)(6) under (B)(6) record. So, it was showing all (B)(6) data only since there was no reference to (B)(6) data. -- we see that the unlinking of (B)(6) personal username from (B)(6) patient record happened on (B)(6) 2025. However, we do not have any option to remove the data uploaded via hcp. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version (B)(4). The most likely root cause is due to user error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on the data from one patient was found in the account of another and no date in the account of the first. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-7350.